Manufacturer narrative:
Date of event: unknown. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 2nd related complaint for clog & glucose level on lot # 8261601. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability to deliver during use, and difficulty operation. The following information was provided by the initial reporter: material no:320122, batch no: 8261601. Verbatim: consumer reported nothing came from the pen needle even after he held the pen up and pushed the plunger of the pen harder. He realized today since his sugar is high. Did not seek medical attention. Incident date-(B)(6) 2019; sample discarded. Lot#8261601; expiration date-2023-09-30; item# 320122. Offered to send a voucher. It has happened in the past-no information available.